Manufacturer narrative:
Product complaint #: (B)(4). Date of event: publication year of 2012. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Therefore, one medwatch sent. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported via literature entitled: stapled haemorrhoidopexy vs. Milligan-morgan haemorrhoidectomy for grade iii haemorrhoids: a randomized clinical trial author(s): c. Ammaturo, a tufano, e. Spiniello, b. Sodano, e.m. Ierbolino, a. Brillanto, b. Branccio. Citation: g chir vol. 33-n. 10-pp. 346-351 october 2012. The aim of this double blind randomized clinical trial was to compare the short-term and long-term out outcomes of stapled haemorrhoidopexy (sh group) performed using a circular stapler with that of the milligan-morgan haemorrhoidectomy (mmh group). Between jan2005 and apr2007, 79 patients with grade iii haemorrhoids who underwent haemorrhoidectomy using sh (n=39; sex ratio of 23/17; median age of 45 years [ranged 20-71 years]) and mmh (n=40; sex ratio of 25/15; median age of 48 years [ranged 24-74 years]). In sh group, pph 01 stapling gun (ethicon) was used to perform haemorrhoidectomy. In sh group, outcomes included mean vas score of 2.5 during the first 10 days (n=39) and mean vas score at first bowel movement of 2.7 (n=39), of which a mean of 10 analgesic was administered during the first 10 days. Early postoperative complications in sh group included external haemorrhoidal thrombosis (n=4) that responded to conservative measures. At six months follow-up in sh group, symptoms included bleeding during defecation (n=3), prolapse during defecation (n=3) which did not require second procedure, anal pain during defecation (n=4), urgency (n=4), tenesmus (n=2), and flatus incontinence (n=1). At two-year follow-up in sh group, symptoms included bleeding during defecation (n=7) and haemorrhoidal prolapse during defecation (n=5), requiring reoperation of repeated stapled reintervention (n=3) and haemorrhoidectomy for partial residual prolapse of the piles (n=4). Sh offers greater short term benefits with reduced pain, shorter length of hospital stay, earlier return to work and high patient satisfaction but it is less effective than mmh as a definitive sure of grade iii haemorrhoids.